Event description:
Per the clinic, the patient experienced poor performance with the device since activation leading to non-use. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.